Event description:
It was reported to medtronic minimed that the customer noticed that the cgm (continuous glucose monitoring) value was unavailable. The customer reported no adverse event. The event involved product(s) mmt-8061. Troubleshooting was performed and it was to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the application. Product return is not applicable for non-physical device for mmt-8061.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The reported issue was thoroughly investigated using a samsung a15 device running inpen app version 7.5.1.4, and the issue was confirmed to be reproducible. Multiple test scenarios were executed under varying conditions, including the use of a vpn service to simulate network environments across different countries and regions. Issue is confirmed. The software successfully adhered to the specified requirements and performed in accordance with expectations as referenced in the (B)(4). During testing, the application installed successfully without errors. However, when attempting to navigate to settings, connections. Medtronic cgm or within reports to connect to the inpen app, the following error message was observed: your it administrator has restricted samsung internet access. The issue was consistently reproduced. It was noted that field devices were defaulting to the samsung internet browser instead of chrome. This behavior was observed both in the field and in the staging environment prior to the production rollout. Root cause analysis identified that the configuration on field devices, in conjunction with the latest os security patch, set samsung internet as the default browser rather than chrome. This change potentially impacts user experience and application compatibility. To resolve this, workspace one mdm was used to push the samsung internet browser to the devices and then remove it, effectively resetting the default browser to chrome. This solution was validated in the staging environment and subsequently deployed to production. Comprehensive endtoend testing confirmed that the fix functions as intended in the production environment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.